Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had several episodes of vt and received appropriate therapy. Upon viewing the egms, there were a few intermittent r-waves that were undersensed. The undersensing didn't delay therapy by much time at all. On admission the patient was acidotic and had elevated potassium. Device was programmed to vvi still showing some intermittent capture behavior on stored egms after programming changes. The physician felt the patient may have had a temporary physiologic rise in capture threshold. The physician felt the patient was acidotic and hyperkalemic when they had the episode. No additional programming will be performed at this time. The patient will be monitored at regular follow-up intervals.